Manufacturer narrative:
The used device was returned with the articulating arm/teflon pad sub-assembly detached. The visual examination of the returned device revealed damage to the external and actuating shafts, and scratches on the proximal end of the scalpel blade. These conditions suggest that the device made contact with another object or instrument, or the jaw was pulled back due to excessive rotational torque applied to the device. Evidence supports the most likely cause for this event is mishandling/misuse.

Event description:
It was reported that the tip broke during the procedure. It was retrieved from the pt. There were no pt injury reported.